Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 540 mg/dl. Customer was treated with manual shot. Customer stated they had issue with insulin pump was not gave insulin, had low battery alert, insulin pump was not turning on and also battery cap was damaged. Customer was not using auto mode. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.